Event description:
It was reported that a user was unable to pair a new freestyle libre 3+ sensor with the ilet bionic pancreas¿compatible app due to incompatibility, which was identified as using a libre 3 rather than a libre 3+; the user planned to exchange the sensor and was instructed on using bg run mode so the ilet would dose based on manual bg entries until a compatible sensor was inserted. The user experienced a reported blood glucose peak of 275 mg/dl with no associated clinical symptoms. Outcomes included continued insulin dosing based on manual entry without reported injury or hospitalization. User support included interview and troubleshooting, verification of sensor model against app compatibility, and operational guidance on bg run mode. Investigation of this case revealed user device pairing failure due to use of a non-compatible sensor model, with the ilet functioning as designed in bg run mode pending sensor replacement. It was concluded, based on previously established findings for similar reports, that the cause was user setup error due to incompatible sensor selection.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.